Event description:
It was reported to co that the gas springs on the hanger lost their tension and allowed the tube assembly to move down rapidly. No injury was reported. The springs were replaced and the system put back into service.